Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. (Weight)

Event description:
Manufacturer reference number:3006705815-2023-07379. It was reported that the patient's scs system was unable to set into MRI mode. Further investigation revealed high impedances on the leads. As a result, surgical intervention was undertaken on (B)(6) 2023 where the leads were replaced to address the issue.